Event description:
After an implantation period of approx. 13 months, it was observed that the pacing impedance was too low. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.